Event description:
Information received by medtronic indicated that the insulin pump had crack at back of the battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was returned for a cosmetic damage located at the battery compartment and a critical pump error (open book image) alarm found on (B)(6) 2021. The insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The insulin pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify critical pump error (open book image) alarm due to blank display. The insulin pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Corrosion was also found on the pcba 2, battery tube, force sensor and vibrator assembly noted. No corrosion or moisture damage on the motor assembly noted. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. Unable to generate power management graph due to blank display. Pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Using the battery simulator, the insulin pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case and a pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. Unable to verify critical pump error (open book image) alarm due to blank display. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. During visual inspection, found corrosion on the pcba 2, battery tube, force sensor and vibrator assembly noted. Unable to download firmware, history files and traces confirmed.